Event description:
The customer reported a leak inside the coulter act diff 2 analyzer. The volume of the leak was about 2 cc and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found that the baths and the vacuum trap were overflowing. He found that the waste filter was clogged. The fse replaced the waste filter and the instrument ran without any leaks. (B)(4).